Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care escalated the case to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Multiple callback attempts were made to guide the user through this process, but the customer was often unavailable or declined to proceed immediately. Despite repeated outreach via calls, sms, and emails, the user remained largely unresponsive. B4: date of this report: 02 jan 2026. G3: date received by the manufacturer? 02 jan 2026. H3: device evaluated by manufacturer? No. H6: type of investigation updated to 4114. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 67.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and an escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. During follow-up, the user remained unresponsive to multiple communication attempts for further assistance. Upon review of dms, it was confirmed that the user is currently using the system and that the information is up to date.

Event description:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved for the user due to system performance.